Event description:
It was reported that the right ventricular lead svc coil impedance increased. The svc coil was programmed off and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with one patient alert for out of tolerance subthreshold lead impedance occurring on (B)(6) 2011 21:00:05. The daily hv-lead impedance trend data shows an increase for svc defibrillation impedance from 72 to 102 ohms peak between (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.